Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism did not activate while using the bd cathena¿ safety IV catheter. The following information was provided by the initial reporter, translated from french to english: when removing the needle from a patient, the safety system did not activate.

Event description:
It was reported that the safety mechanism did not activate while using the bd cathena¿ safety IV catheter. The following information was provided by the initial reporter, translated from french to english: when removing the needle from a patient, the safety system did not activate.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-jul-2022 h6: investigation summary one sample with open packaging was received by our quality team for evaluation. The sample was observed with the safety mechanism not activated. The tip shield was manually pushed through the cannula and was able to be activated properly; no safety activation failure was observed. There was also no dent observed on the cannula. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.